Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 days post implant, the right ventricular (rv) lead dislodged. The pacing threshold was indicated to have increased and was also noted as not stable. Chest x-ray showed that the position of the lead had changed due to dislodgement. The attending physician considered that the cause of dislodgement were the poor contact between the tip and the myocardium, insufficient slack, and insufficient fixation of the sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.